Event description:
It was reported that the patient had a spinal cord stimulator with paddle lead and the generator was in the right butt cheek. Patient was scheduled for an electromyography (emg) on the right side of the body on (B)(6) 2013. It was unknown whether the test was related to the device or therapy, it had all happened after the implant was placed and healed. It was noted that all of a sudden patient¿s muscles in her right arm and shoulder had started tightening up and now had traveled all the way to the right arm and patient had no use of her right arm. The patient was unable to bend or use the right arm. Patient was unable to write, grasp, had lost feeling and could not eat. Patient might have 10% of her right arm. It was noted that it had started in the left leg and then the right leg and the patient could hardly walk and was walking with a walker now. It was further noted that the patient had not had pain with the stimulator on. It was starting in left arm and hand. It was noted that the healthcare professional had stated that since it had started in the right arm and left leg he had not felt it was related to the stimulator. Neurologist stated that something was going on and had done a bunch of blood work and a brain CT scan. Patient did not think the CT scan showed anything. Blood work showed inflammation, reactive protein was high. In the patient¿s own opinion it seemed related. The patient¿s muscles were deteriorating by the minute which had started in (B)(6) 2013. Patient was implanted in (B)(6) 2013 and was healed by (B)(6) 2013. Everything started in (B)(6) 2013. Additional information requested but had not been received as of the date of this report.

Manufacturer narrative:
Product ID 37081, serial# (B)(4), implanted: 2013 (B)(6); product type extension product ID 37754, serial# (B)(4); product type recharger product ID 37746, serial# (B)(4), product type programmer, patient product ID 37081, serial# (B)(4), implanted: 2013 (B)(6); product type extension product ID 39565-30, serial# (B)(4), implanted: 2013 (B)(6); product type lead. (B)(4).